Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the reservoir had air bubble. Customer¿s blood glucose level was 142 mg/dl. Customer declined to troubleshoot for air bubble in the reservoir. The approximate size of the reservoir was some big and some small. The reservoir will not be returned for analysis.